Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. A device history record review for model 11448964 lot number 20083467 was performed. The search showed that a total of 28,803 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: the customer complaint could not be verified due to the product not being returned for failure investigation. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that chemotherapy medicine infused into the primary saline line when used with the sec set no ports w/hanger dehp free, and the back-check valve was not working. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "nurse had been using a secondary line for premeds, which infused correctly. When she spiked the chemo bag, she noticed that the drug was infusing into the primary saline bag (the primary line was clamped off, and hadn¿t been started yet) ¿ appears as though the back-check valve was not working, though strangely there was no issue with the premed. Nurse witnessed chemo drug on secondary line flowing into the primary bag."